Manufacturer narrative:
It was reported that a patient underwent a afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and ECG and ic signals were lost on carto 3 system, the recordings system and the anesthesia monitor. During a pulmonary vein isolation (pvi) procedure a cs and soundstar catheter were in the right atrium and an ablation and pentaray catheter were inserted transeptal into the left atrium. Shortly after ablation was attached the ECG and ic signals were lost on carto 3 system, the recording system and the anesthesia monitor. All catheters were disconnected from the patient interface unit (piu), the piu was rebooted, and the ECG signals returned. The catheters were reattached one by one and upon attaching the ablation catheter again the signals were lost again. Cable was changed but the problem persisted. Catheter was changed and the problem was resolved. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An electrical test was performed, and no electrical issues were found. The electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. A manufacturing record evaluation was performed for the finished device number 30814638l and no internal action was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent a afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and ECG and ic signals were lost on carto 3 system, the recordings system and the anesthesia monitor. During a pulmonary vein isolation (pvi) procedure a cs and soundstar catheter were in the right atrium and an ablation and pentaray catheter were inserted transeptal into the left atrium. Shortly after ablation was attached the ECG and ic signals were lost on carto 3 system, the recording system and the anesthesia monitor. All catheters were disconnected from the patient interface unit (piu), the piu was rebooted, and the ECG signals returned. The catheters were reattached one by one and upon attaching the ablation catheter again the signals were lost again. Cable was changed but the problem persisted. Catheter was changed and the problem was resolved. The surgery was delayed 10 minutes due to the reported event. Action taken when event occurred: unplug catheters, reboot piu, reconnect catheters, change cable, change catheter. The procedure was successfully completed. No fragments were generated. There were no patient consequences. Noise was detected on both ECG and ic signals. The signal interference (noise) affected both carto and the recording system. It also affected the anesthesia monitor, so the doctor did not have any intact ECG signals until the piu was turned off. Once off, the signals returned to the anesthesia monitor.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).